Event description:
It was reported that stent expansion failure occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified arteriovenous fistula. A 14 x 60 x 75 epic stent was advanced and implanted. However, the stent did not expand, and radial force was not enough to treat the lesion. Thus, post ballooning was performed. The procedure was completed with original device. There were no patient complications reported and the patient condition was good.